Event description:
Reporter states her dexcom g7 sensor continues to have sensor failures, she states 1-3 sensors fail every month. This morning at 8am another sensor failed and when the reporter went to remove the old sensor to replace it, the needle did not come out with the sensor. Reporter states she believes it is stuck under her skin, as she cannot find it.